Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.